Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the staff was having difficulty with pressure readings on the ac3. The waveform was very small. The catheter was not zeroed prior to insertion. The fos status was eo. The staff were able to calibrate the fiberoptic and the pressure readings were similar to the central lumen. The cal factor was +75. Received a second call from the perfusionists post-surgery. The patient was now back in the unit, the fiberoptic readings were again not appropriate. The perfusionist had gone to operator mode to keep the pump in the transducer central lumen and not switch back to fiber. The fiberoptic waveform was again very small. The fos status is still- eo. As a result, the pump was swapped out". There was no report of patient complications, serious injury or death. Patient condition reported as "critical" as it was reported that pump was used in support for open heart surgery; no change to patient regarding the pump change. Associated to: MDR 3010532612-2022-00336.

Manufacturer narrative:
(B)(4). The reported complaint of fos pressures not appropriate is not able to be confirmed. The product and recorder strip was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the staff was having difficulty with pressure readings on the ac3. The waveform was very small. The catheter was not zeroed prior to insertion. The fos status was eo. The staff were able to calibrate the fiberoptic and the pressure readings were similar to the central lumen. The cal factor was +75. Received a second call from the perfusionists post-surgery. The patient was now back in the unit, the fiberoptic readings were again not appropriate. The perfusionist had gone to operator mode to keep the pump in the transducer central lumen and not switch back to fiber. The fiberoptic waveform was again very small. The fos status is still- eo. As a result, the pump was swapped out". There was no report of patient complications, serious injury or death. Patient condition reported as "critical" as it was reported that pump was used in support for open heart surgery; no change to patient regarding the pump change. Associated to: MDR 3010532612-2022-00336.